Manufacturer narrative:
Continuation of d10: section d references the main component of the system. Other medical products in use during the event include: brand name interstim; product ID 3889-33 (lot: va240m6); product type: 0200-lead; date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that something weird was happening with the patient's implant, and they have been experiencing a pulsing going through one of the leads even though the ins was turned off. The patient stated that the pulses occur about once every second. Patient stated that they have had the device off for a about two years because it quit working for them. Patient stated the pulses started out coming on once in a while and they thought it was gas at first but now it was just a constant burst going off every second. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received. Patient called back to report their handset was not holding a charge. Patient stated they had it plugged in all night, and this morning noticed the charge had gone down (was at 51% when plugged in and 20% the next morning). Patient confirmed they have an appointment with their managing hcp for wednesday, on (B)(6) 2024, to have the ins evaluated. Despite the ap appointment being two days away, the patient still requested to have a new handset. Patient also stated that they were able to connect to the handset and turn stim back on. Patient reported having the stim on did help alleviate the "pulsing" they felt with the system turned off.